Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 300mg/dl. Troubleshooting was performed. The customer mentioned being hospitalized and not sure if it was diabetes related or not. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response as a result of a corroded keypad trace. Unable to confirm button error alarms.